Manufacturer narrative:
The product was not returned for analysis. However, the reported behavior is consistent with a known issue in which an internal corrective action was initiated. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after finishing the biopsy in an enb procedure, they noted that inside the bronchial tree of the patient, the biopsy specimen, and also in the lumen of the extended working channel had threads of plastic in it. They noted that they were able to retrieve all foreign material from the patient. They were able to complete the case. There was no reported patient injury.